Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, right at the beginning, the surgeon, when needing to use the monopolar curved scissors (mcs), realized that they were not making the closing movement all the way to the end, making it impossible to cut tissues. The procedure was completed with no reported injury.